Event description:
It has been reported to philips that the device was not fully booting, preventing acquisition. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips remote service engineer (rse) inspected the system remotely and confirmed that the device was not fully booting, preventing acquisition. Review of system logfiles identified lot of sw crash records. Rse found the system software was crashed and advised customer to reload the software. The distributer fse reloaded the full system software as per the software installation manual. After reloading software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.